Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation intermittent capture and high threshold were observed on the right ventricular lead. Impedances were stable and sensing was appropriate. On (B)(6) 2018 the pulse generator was upgraded to a dual chamber pacemaker and the lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.5cm. Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. The lead was otherwise normal.